Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.11 on a (B)(6) year old female patient with chest pains. There was no additional patient information at the time of this report. Customer is not returning product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 08/06/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.